Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had charging issues as the ipg had flipped in the pocket. X-ray was taken and revealed ipg migration. The patients spinal cord stimulator (scs) was successfully reprogrammed. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.